Event description:
It was reported that the device had a problem, it was not specified what type of a malfunction the device had. On 2/27/2007, the device was received and it was noticed the device failed to deploy. This report is filed, because deployment failure is a reportable malfunction.

Manufacturer narrative:
Investigation details: the failure that the seal would not deploy is confirmed.